Event description:
It was reported to during an unknown procedure a 60mm ethicon powered echelon linear stapler was used to dissect the right kidney away from the vessels and tissues. When each load was used the surgeon was unhappy with the vessel sealing achieved and oozing noted on all six reloads used. He repeatedly asked if we were using the vascular reloads. We informed him that we were using the vascular reloads as requested. After the kidney has been fully resected the tissues were examined for bleeding. There were several points where there was bleeding from the staple lines. Three of these bleeding points required intervention that was more than a quick diathermy touch. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? - no did not see malformed or missing staples. How was the bleeding controlled? - diathermy and hemolock clip. How much blood was lost (ml)? - not much as surgeon controlled it did the patient require a transfusion? - no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - none reported. Was there any surgical site infection due to the extended delay? - no. Note body (local language) investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.